Event description:
It was reported that after a normal breakfast the user experienced prolonged hyperglycemia with blood glucose around 400 mg/dl for approximately four hours while using the ilet, which resolved within about an hour after changing infusion supplies; the user could not confirm a bent cannula. Symptoms included high blood glucose. Outcomes included no hospitalization and resolution after supply change. Investigation included troubleshooting and education with shipment of replacement supplies. Investigation of this case revealed an unclear cause of hyperglycemia, with a potential infusion set or deployment issue not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.